Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2012 and that it had performed to specification up to (B)(6) 2013. During investigation an upgrade was attempted using the heartsine samaritan pad universal upgrader. A 'software does not need upgraded on this pad' message was displayed. This is due to the device being shipped with software version 3.2.4. Which is the latest software version available. This device had previously been returned to heartsine belfast as a technical service request, passing out qat on (B)(6) 2012. At this time the device software was updated. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. The device malfunctioned in that the software failed to upgrade.